Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is generating transducer fault alarms. The transducers were calibrated and the exhalation flow transducer failed the calibration. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 802). The pt 802 component¿s differential voltage is outside of manufacturer specifications. This issue will be internally investigated within carefusion.